Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device using the pre-close technique prior to a thoracic aortic aneurysm (taa) interventional procedure. The first proglide device was deployed and pre-placed as intended. Reportedly, during use of the second device, the suture was not present when the plunger was removed (a cuff miss occurred). The suture of one proglide device was successfully pre-placed. The sheath was upsized to a large-bore and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported resistance deploying the plunger was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue of difficulty depressing the plunger appears to be related to user error. The device was returned in a pre-deployed position, as such step 1 opening the lever was not performed. The device was used out of sequence. During analysis of the device, step 1 was performed then step 2, the plunger was depressed with no difficulty noted. The subsequent treatment appears to be related to circumstances of the procedure. It should be noted that the electronic perclose proglide instructions for use (eifu), states: continue to advance the device in the vessel until brisk pulsatile flow of blood is evident from the marker lumen. Position the device at a 45-degree angle. Deploy the foot by lifting the lever (marked #1) on the top of the handle. While maintaining device position, stabilize the device with your free hand (the one not used to deploy the device) to maintain the gentle retraction and to ensure the device does not twist or move forward during deployment. Use your other hand to deploy the needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction: medical device problem code 1142 was removed h6: medical device problem code 2017: failure to follow steps / instructions.

Event description:
Subsequent to the initially filed report, the following information was received: step one was not performed. However, reportedly, during use of the second device while attempting to depress the plunger at step 2, resistance was noted and the plunger could not be depressed to deploy the suture. No additional information was provided.